Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call critical insulin pump error.

Manufacturer narrative:
The insulin pump was received with a critical pump error; open book image and error 24 due to faulty component at the printed circuit board. The insulin pump had cracked case at the reservoir tube lip and cracked battery tube threads.